Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 18feb2021.

Event description:
It was reported to philips that the customer has a bad o2 manifold on the stand, the manifold. The device was being set up for use on a patient when the issue was found. They were placed on another v60 at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer requested the part information for a replacement v60 manifold with no onsite service requested. The philips rse provided the customer with the requested part information to order a replacement manifold to be replaced onsite by the customer. A good faith effort was made and the customer stated the manifold was leaking out of the left side 1-way valve and that if there wasn¿t a tank connected, the wall o2 would leak back out that side. The customer replaced the manifold and the device returned to functionality. The device remains at the customer site.